Manufacturer narrative:
Corrected data: d6.

Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the sensor was recalibrated on (B)(6) 2019 via right heart craterization where the mean was decreased by 7.5mmhg. Accurate readings were observed under the manufacturer's patient care network database.